Event description:
Customer reported no reactivity with a patient sample containing anti-jka and vra160. Customer observed very weak reactivity during the antibody screen. Sample was tested with an expired 0.8% resolve panel b and reacted 1+ positive with all jka + cells. A second sample was drawn and the same pattern was observed. Repeat testing produced the same results.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. All results were satisfactory. Product continues to perform as intended. No erroneous results were reported by the customer. (B)(4).